Manufacturer narrative:
Alleged failure: electrode broken and gap between insulation and tip of shaft. Confirmed failure: electrode broken, gap between insulation and tip of shaft. Probable root cause: handling procedures, use error, product used beyond defined useful life, wrong monopolar cable selected (too short) affects user ability to access desired anatomy. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.